Event description:
It was reported that the valve moved and paravalvular leak occurred. Qualifying conditions: moderate calcification. The native aortic annulus measured 25mm. A 25mm lotus edge valve was selected for an aortic valve implant procedure. After the lotus edge valve was deployed. The sheathing aid on left coronary cusp (lcc) side got stuck and the valve moved into the ventricle but remained in partial contact with the native aortic annulus. A significant paravalvular leak was noted. An larger non-boston scientific valve was implanted to seal the lotus edge valve.

Manufacturer narrative:
Device evaluated by MFR: procedural media was provided to aid in the investigation. The available angiographic media is consistent with the reported event. A lotus edge valve is positioned too low relative to the patients aortic annulus with a barrel shaped waist. There is no evidence of a tug test in the available media. The release phases were not shown so the reported interaction with the sheathing aids cannot be confirmed. The series that follows shows the fully released valve positioned even lower relative to the anatomy. Although the valves position was extremely low following release, contact with anatomy was maintained. Using an inflated balloon, the valve is repositioned higher and an edwards valve is implanted through the lotus edge valve.

Event description:
It was reported that the valve moved and paravalvular leak occurred. Qualifying conditions: moderate calcification. The native aortic annulus measured 25mm. A 25mm lotus edge valve was selected for an aortic valve implant procedure. After the lotus edge valve was deployed. The sheathing aid on left coronary cusp (lcc) side got stuck and the valve moved into the ventricle but remained in partial contact with the native aortic annulus. A significant paravalvular leak was noted. An larger non-boston scientific valve was implanted to seal the lotus edge valve.